Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd gp series infusion set was broken. The following information was received by the initial reporter with the following verbatim: statement from end user: when I was changing the fluid bottle I insert the set in the new one. The tip was broken. I was able to see it and took a picture and inform immediately my superior. Tip of spike broken when re-inserted into fluid bottle

Event description:
No additional information.

Manufacturer narrative:
Correction: the initially reported material number was determined to be exempt from us FDA reporting requirements. Please disregard previous submissions.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no samples were received for investigation of complaint reference pr (B)(4), in which the customer has stated: "when I was changing the fluid bottle I insert the set in the new one. The tip was broken." This feedback relates to a 60793e product from lot 1023434. The customer did however provide a photograph, analysis of which confirms their experience, as the tip of the spike component is noted to have snapped away. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1023434 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Previous investigations have replicated such spike breakages by inserting or removing the spike from the insertion port at an angle. This can lead to the spike being pushed into the side wall of the port, exerting a lateral force upon the spike which subsequently causes breakage. It is recommended that the spike is pushed or removed straight into or from the port which ensures that it is not subjected to this effect. Please note, bd have designed and chosen spike materials and processing methods that allow the spike to be inserted with enough force to be held securely, but still allow removal. All bag spikes used in bd disposable sets are designed and manufactured in line with the international standard bs: en: iso 8536-4: infusion equipment for medical use. Infusion sets for single use, gravity feed. A review of the customer advocacy feedback database indicates that this is a rare occurrence, with a small number of similar reports received in the past 12 months against products from this manufacturing site.